Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited sensing integrity counter (sic)/short v-v intervals. It was also reported that the rv pacing and sensing polarities were changed to rv tip to rv coil shortly after implant due to high threshold and small r-waves/diminished sensing. It was further reported that far field p-wave oversensing was suspected. The lead remains in use and no patient complications have been reported as a result of this event.